Manufacturer narrative:
Investigation under (B)(4) is ongoing. (B)(4). Visual inspection of the lens showed surgical residue and one haptic was torn off missing.

Event description:
The surgeon implanted a silicone lens model aa4204vf and was damaged during insertion. The lens was removed without pt injury. The facility stated it is unk if a product malfunction occurred.